Event description:
It was reported that the pt underwent a total pelvic floor repair. A few weeks postoperatively, the pt was experiencing pain. After multiple tests, the diagnosis was that the ureter was kinked. No further info has been provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.